Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 6 was failed to stay closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to stay closed. The field service engineer (fse) went to the station, pulled the machine out to access the back panel, and manually checked the other drawer. The fse inspected for the magnet in the latch, powered the station down, removed the back of the drawer, and removed the latch assembly. The latch was replaced, and the drawer was reassembled. The station was powered back up. The system functioned as intended after the field service engineer repaired the device.